Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
Dealer is stating that the screen is broken, can not see anything on it.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the display was damaged, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer is stating that the screen is broken, can not see anything on it.